Event description:
It was reported that the patient became hypotensive post implant. An echocardiogram revealed pericardial effusion due to possible atrial lead perforation. The lead was repositioned. Immediately upon closing the pocket, the patient complained of chest pain. Another echocardiogram was performed and once again pericardial effusion was noted. The pocket was reopened and the lead was explanted and replaced. The physician noted the patient had thin heart wall. The patient recovered well without any further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).